Event description:
It was reported via receipt of clinic notes for the patients from the neurologists office, that at a (B) (6) 2007, follow up visit, the patient had been admitted to the hospital due to lethargy and increase in seizures. The patient was admitted for observation and vns settings adjustment. The vns output current and duty cycle were adjusted. There was a second note of increase in seizures from the (B) (6) 2008, office visit where it was noted that the patient "continues to have seizures and has been hospitalized." Another vns setting adjustment to the output current and duty cycle were made in addition to a medication change at that office visit. The patient has recently had the generator replaced prophylactically. The explanted generator has been returned to manufacturer where analysis is underway. Good faith attempts to obtain additional information regarding whether the increase in seizures was believed to be related to vns, and the relationship of the seizure increase to the pre-vns baseline, however, no response has been received to date.